Manufacturer narrative:
The reported condition of constant alarm was confirmed and duplicated due to a separated motor. The motor assembly was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.a follow-up medwatch will be sent when additional information is available.

Event description:
The facility representative reported an infusor pump with a condition of "constant alarm." This condition occurred during programming/setup. No patient involvement was reported. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.